Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology and likely due to the leaflet flail. The reported lock line break appears to be a result of user technique and due to retracting the line with hemostats. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for the single leaflet device attachment. It was reported that the anterior leaflet slipped out of the first mitraclip before the lock line was removed. An attempt was made to release the grasp by using hemostats on gripper line and lock line to apply tension to reopen the clip, but the lock line broke at the base of the lock lever. It was decided to complete the clip deployment and the entire lock line was removed without resistance. A second mitraclip was implanted to stabilize the first clip and treat the mitral regurgitation (mr). Mr was reduced from 4 to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.